Event description:
During operation, the unit intermittently and spontaneously powered off. No alarms prior to power off.

Manufacturer narrative:
Date of this report 6/5/97. All sections of this supplemental report were completed by the MFR. The unit was returned to the jjmi service center for evaluation. A visual inspection was performed with no signs of a possible cause seen. Next the monitor was operationally tested for 72 hours with no incident of powering down or resetting noted. Functional and electrical testing was then performed and the display was found to be not operating properly. Based on info supplied by the customer initially and in follow-up discussions, the display failure is not related to the reporting resetting (complete power down and back up with alarm limits returning to factory defaults). The display was replaced and the monitor operationally tested for an add'l 96 hours. Again, no resetting was observed. The monitor was then subjected to omniaxial vibration and thermal stress testing with no resetting, or other product failure, noted. The customer was contaced and requested to return the printer module that had been attached to the monitor at the time of the reported resetting. Add'l operational testing (96 hours), omniaxial vibration and thermal stress testing was then performed after the customer returned this printer module. Again no resetting or other product failures were seen during the testing. Complete functional/electrical testing was performed and the monitor and printer module met all factory specifications. Customer site environmental factors were investigated during follow-up discussions. No conditions were identified that could have contributed to the reported resetting. A review of related product historical data was alsoconducted and no trends for this type of reported resetting were found. The customer's report could not be duplicated. The monitor was operationally tested with no incident of resetting.